Manufacturer narrative:
A supplemental report is being submitted for correction, adding the ventricular assist device (vad) pli20 and reported it. Additional products: d1: heartware ventricular assist system ¿ ventricular assist device (vad) d4: model #: 1104 / catalog #: 1104/ expiration date: 31-aug-2020 / serial#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. H4: mfg date: 10-oct-2018, h5: no, h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s):a141204. H6: FDA results code(s):c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports and serial port of the controller. This is an additional observation not related to the reported event, likely due to handling of the device. Visual inspection also revealed contamination within the driveline port of the controller. Review of the controller log files associated with the controller revealed three vad disconnect alarms, six electrical fault alarms, and two vad stopped alarms were logged on (B)(6) 2021. A vad disconnect alarm was logged at 04:41:42 due to open phases on both stators. An electrical fault alarm was then logged at 04:42:15, indicating that the rear stator was not connected. A vad stopped alarm was logged at 04:42:36 due to a failure of the pump to restart after several attempts. A second vad disconnect alarm was logged at 04:42:45 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. The driveline was then connected to the controller at 04:43:17. This was followed by five additional electrical fault alarms logged between 11:21:04 and 18:15:59 indicating an open phase in the rear stator, resulting in single stator operation. An additional vad disconnect alarm was logged at 18:16:20 due to open phases on both stators. An additional vad stopped alarm was logged at 18:16:44 due to a failure of the pump to restart after several attempts. Furthermore, review of the controller log files associated with the controller revealed a successful motor start event logged on (B)(6) 2021 at 18:28:57, which correlates with the reported controller exchange. As a result, the reported event was confirmed. Based on the available information, the reported electrical fault alarms and initial vad disconnect alarm were likely caused by contamination/foreign material observed in the controller driveline port. CAPA: pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA: pr00375742, the most probable root cause has been attributed to design/training issues. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA: pr00502194 is investigating pump failures to restart. Additional products: d1: ventricular assist device (vad); h3: yes; h6: FDA method code(s): b15, b17 h6: FDA results code(s):c19 h6: FDA conclusion code(s): d10: investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited several electrical fault and ventricular assist device (vad) stop alarms, also an associated ventricular assist device (vad) stop occurred. The controller was replaced and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6. Section h6 update for additional device: serial# (B)(6) h6:FDA img code: g04105 h6:FDA result code(s):c21 h6:FDA conclusion code(s): d16 the ventricular assist device (vad) hw35636 is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.